Manufacturer narrative:
(B)(4). Date of initial report: 12/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the insulation on the device tore during a procedure. No patient injury occurred.

Manufacturer narrative:
(B)(4). One lf5544 was received for evaluation. Visual inspection found the clear insulation was damaged. The reported condition was confirmed. The device failed hipot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformance review is not required since the lot number is unknown.